Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ efaa) could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report unintended movement it was reported this was a mitraclip procedure to treat degenerative functional regurgitation (mr) with a grade of 4. The clip was inserted, placed on the mitral valve, and passed the first final arm angle. However, while establishing final arm angle (efaa) for a second time, it was observed the clip continuously opened to roughly 25 degrees. The physician decided to remove the clip and replace it. However, it was observed the clip arms were unable to open past the 25 degrees. Troubleshooting was performed, but the clip was still unable to open past 25 degrees. Therefore, the clip was deployed on the leaflets. It was noted the clip remained stable after deployment. To further reduce mr, an additional clip was deployed, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.